Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left cubital vein. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified shunt in the left antebrachial vein. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. There was no kink prior to use and no resistance was encountered during the procedure. However, on the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter. The inner shaft within the balloon was kinked 7mm from the distal markerband. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. No proximal weld damage was found. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left cubital vein. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified shunt in the left antebrachial vein. A 5.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilatation. There was no kink prior to use and no resistance was encountered during the procedure. However, on the first inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.